Manufacturer narrative:
Manufacturing site evaluation: samples received: 2 unopened multipacks. There are no previous complaints of this code batch. There are no units in OEM stock. The diameter and knot pull tensile strength of the samples received were tested: diameter result conducted fulfills the requirements of the OEM. Knot pull tensile strength of the samples received results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). When tightening the knot (aortic valve implants) the thread breaks off. This has been noticed to happen with almost every thread of this lot number.